Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed a pump stop; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained events from 30nov2024 ¿ 07jan2025. A pump stop event was captured on 24dec2024 while the patient was connected to the power module. This event was associated with low speed hazard, low flow hazard, and motor stop alarms. A specific cause for these events could not be conclusively determined. No other notable events or alarms were captured. The pump appeared to be operating as intended at the fixed speed prior to and following the pump stop event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump speed. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a pump stop was recorded in the patient's log file. The log file was submitted for further evaluation and captured a brief speed reduction and pump stop event on 24dec2024 at 1:51. The event appeared to have lasted < 3 seconds. These events all occurred while connected to mobile power unit power.